Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported a pt with "defective color vision" following bilateral intraocular lens (iol) implant surgeries. The pt is a fireman and he said that at nighttime, it was difficult to see the light on a led and metal halide lamps and white board was seen as yellow. The surgeon reported there were no aberrations found on the iol and there were no abnormal findings in visual acuity or contrast sensitivity. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.